Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have experienced excessive no delivery alarms. Customer states he experienced high blood glucose of 457 mg/dl as a result of no delivery. Customer requested to have insulin pump replaced due to troubleshooting not solving the issue. Insulin pump will be replaced. No further information provided.